Event description:
During troubleshooting, the caller reported missing icons and an error not within device specifications on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.